Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when checking with a scope, the capsule was found in pt's mouth. The procedure took place on (B)(6) 2012. The pt was not injured following the procedure.